Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 (scope communication error code) and b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the alleged malfunction 'e226 endoscope communication error' was caused due moisture within the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited error e226 endoscope communication error, the issue occurred during inspection for use. There were no reports of patient involvement.